Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s high blood glucose level was 398 mg/dl and low blood glucose levy was 34 mg/dl. The customer¿s other blood glucose level are 60, 87, 95 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high and the low blood glucose. The customer did not experiences any symptoms related to the high and low blood glucose. The customer stated that self test was performed. The customer treated for high and low blood glucose with the manual injection. The insulin pump will be returned for analysis.